Event description:
It was reported that the camera head had poor image quality issues. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. However, white scratches were found on the image. A probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.